Manufacturer narrative:
No parts have been returned at this time for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement. It was reported that the frame registration was detecting the 10th rod, even though the localizer plate didn't have that rod. Registration was still passing. Manual registration was used to resolve the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement. It was reported that the frame registration was detecting the 10th rod, even though the localizer plate didn't have that rod. Registration was still passing. Manual registration was used to resolve the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.